Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noticed air in the infusion tubing after being disconnected overnight, followed by elevated blood glucose despite the device delivering adjusted basal rates; after a tubing prime to drops and reconnection, glucose trends steadied, but subsequent follow-ups confirmed persistent hyperglycemia until the infusion site was replaced and insulin delivery resumed. Symptoms included hyperglycemia with a reported glucose of 391 mg/dl and a downward trend thereafter. Outcomes included need for troubleshooting and education without hospitalization. Investigation included review of synced device logs, verification of dosing and trend data, tubing fill to drops, and guided infusion-site replacement on a steel infusion set. Investigation of this case revealed no confirmed device malfunction, with findings consistent with infusion delivery interruption before site change and subsequent correction after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.